Manufacturer narrative:
Follow-up # 2 ¿ (01/17/2015) - device evaluation and additional information.the patient¿s control solution has been returned on 12/10/2014 and evaluated by lifescan product analysis on 1/7/2015 with the following findings:the control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Included in follow-up #2 are the omitted codes from follow-up #1.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter gave an inaccurately high result of "225 mg/dl" compared to the patient's feelings and/or normal readings. The reporter also claimed that they obtained a control solution test result of "178 mg/dl" which fell above the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2014). The patient¿s test strips have been returned on 12/9/2014 and evaluated by lifescan product analysis on 12/18/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.